Event description:
The representative reported, the patient presented with fluid in the pump pocket. The fluid was cultured and results were negative for infection. A study indicated dye had pooled in the area around the pump; surgery is anticipated to reconnect the catheter to the pump. The drug used in the pump is dilaudid. Additional information has been requested from the physician.

Manufacturer narrative:
.